Event description:
When a patient is discharged from the monitor, the monitor is put into standby mode. The problem is that the xds box will switch the monitor back into monitoring mode after about 10 minutes. Because no patient is connected, there is an immediate leads off alarm at the central station. With 53 mp2 monitors, this represents a significant quantity of nuisance alarms. Our fear is staff will become careless when silencing alarms and putting monitors back into standby.====================== health professional's impression======================inappropriate alarms caused by faulty operation of the monitor.